Event description:
A mayfield triad skull clamp was reported to have slipped on a pt and caused a laceration. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.